Manufacturer narrative:
Concomitant products: product ID 3389-28, lot# unknown, implanted: (B)(6) 2008, product type lead; product ID 3389-28, lot# unknown, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that following an accident, the impedances between electrodes 0 and 1 was 150 ohms. The contacts were not used for the patient¿s stimulation and the patient was receiving effective therapy. X-rays and impedance testing was performed. The physician did not want to replace the lead. There were no patient symptoms associated with the event. The patient status was alive with no injury. Additional information indicated the patient was being treated for parkinson¿s disease. There were no devices explanted.